Manufacturer narrative:
Details of complaint: the nk cits employee reported on behalf of the biomedical engineer (bme) that this loaner central nurse's station (cns) rebooted 54 times. The device was not in patient use or connected to any other monitoring devices. This loaner was sent out in ticket #(B)(4). No patient harm was reported. Investigation summary: although the incident awareness date was 09/16/2025, the issue of boot looping occurred on (B)(6) 2025. Nihon kohden employees were at the customer's facility to investigate a recurring issue with missing review data and "data cannot be read" error messages (ticket (B)(4). On (B)(6) 2025, the system's logs indicated that the device had been running for 95 days, so the device was restarted based on the operator manual's recommendation to restart the unit once every 90 days. Following the restart, the unit was stuck in a boot loop. The issue was resolved by stopping the cns software, starting the hl7 service, and then re-launching the cns software. The device's performance was stable for days following this; however, the device continued to have issues with missing review data, and the disk usage was nearly 100%. Another cns (pu-681ra, sn: (B)(6); ticket (B)(6) was sent to the customer to mitigate risk of potential hardware failure and to continue the investigation of the missing review data. The issue of missing review data was ultimately determined to be the software's deletion process and was unrelated to device performance. The mechanism that caused reboot behavior cannot be definitively established. As such a definitive root cause cannot be established. However, the issue was resolved with the troubleshooting step of manually starting the hl7 service and re-launching the software. Device logs indicated that disk usage was high, so there may have been a hard drive malfunction. A review of the device's complaint history by serial number reveals one similar issue, ticket (B)(4), for which the issue of a boot up error was duplicated and the device's hard drives were replaced in (B)(6) 2023. Nihon kohden will continue to trend and monitor for future occurrences. Additional information: b3 data of event b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The nk cits employee reported on behalf of the biomedical engineer (bme) that this loaner central nurse's station (cns) rebooted 54 times. This loaner was sent out in ticket #(B)(4). No patient harm was reported.

Manufacturer narrative:
The nk cits employee reported on behalf of the biomedical engineer (bme) that this loaner central nurse's station (cns) rebooted 54 times. This loaner was sent out in ticket #234181. The device was not in patient use or connected to any other monitoring devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nk cits employee reported on behalf of the biomedical engineer (bme) that this loaner central nurse's station (cns) rebooted 54 times. This loaner was sent out in ticket #234181. No patient harm was reported.